Manufacturer narrative:
The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported "twelve infectious disease cases were confirmed after implantation of the tissue expander, and continuous saline infusion and intermittent drain inhalation were performed, and all cases recovered without removal." The device side is unknown. The device remains implanted.